Event description:
The intralase fs laser was used to create bilateral corneal flaps for lasik surgery in 2007. Postoperatively, the pt presented with diffuse lamellar keratitis (dlk) in both eyes (ou). The right (od) eye with stage 2+ dlk and the left (os) eye with 1+ dlk. A flap lift and rinse was performed ou one month later; a second flap lift and rinse was performed ou the following day. The doctor opted to perform the flap lift and rinses as he was not going to be in the office for several days. Pt was treated with topical an oral steroids. A bandage soft contact lens was placed after each flap lift and rinse. The pt's preoperative best corrected visual acuity (bcva) was 20/20 ou. Postoperative uncorrected visual acuity (ucva) is 20/20 ou. The pt responded to treatment and dlk has resolved. The association between the event and the device is unknown.

Manufacturer narrative:
On 02/06/2007, a field service engineer performed a scheduled preventative maintenance. The laser system met specifications and performed as intended. The following month, an intralase clinical applications specialist (cas) provided surgery support and observed the site has been modifying their laser settings on a continuous basis, against the device of the cas. Additionally, the site has had on-going construction adjacent to the surgical suite since 2006 that is stirring up dust and debris in the area. An environmental company evaluated the surgical site and noted that the ventilation system was not working effectively, most likely due to an air filter that was improperly installed. Even though the site uses powder free gloves, white powder was observed on equipment and noted in the environmental report. Ventilation system not working effectively and white powder found on equipment.